Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient went to the hospital for an x-ray due to their symptoms. A diagnostic x-ray confirmed a 6mm sensor wire was under the patient¿s skin. The reaction was treated with a prescription of oral cephalexin, 500mg ¿ one capsule every 6 hours to prevent infection. A surgical consult was recommended, but had not occurred at the time of report and the patient was reportedly doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.